Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that patient faced infusion set adhesive did not stick properly at the abdominal insertion site on (B)(6) 2026. No further information available.